Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a bolus delivery, an occlusion alarm occurred and the customer received a valid incomplete bolus alert. Prior to the occlusion alarm, the pump was exposed to a temperature change. The contact confirmed that the customer was to start using a pump case to help prevent a temperature change. Blood glucose was 203 mg/dl.